Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2011 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2011 which qualifies this case as an incident. Study description: (B)(6). The patient's medical history included three children, three cesarean sections, and menstrual pain. She used minipills as contraceptive and was in amenorrhea at the time of essure insertion. On (B)(6) 2011, essure was successfully inserted. Nsaid (nonsteroidal anti-inflammatory drug) was used as premedication. Uterine cavity was under normal conditions. Visualization was possible for both ostium. Patient presented pain during and after procedure, which took 3 minutes. On (B)(6) 2011, radiography was performed and showed inserts symmetric with proximal portions distance not < 4 cm and 4 markers not well placed. At ultrasound the inserts were not seen from the cavity to the horn; hysterosalpingogram (hsg) was doubtful. Investigator considered the final result of the procedure as a failure (failed to assert the obstruction of the tubes; inserts on distance from the corns); and had a doubt on a spasm. A laparoscopy was performed and in fact the 2 inserts were well placed during the surgery. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(6)). She had essure (fallopian tube occlusion insert) inserted and inserts were in doubtful position and physician was failed to assert the obstruction. She was submitted to a laparoscopy, which revealed inserts were in place. The reported event, regarded as suspicion of device dislocation, is listed according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the reported dislocation was not confirmed during laparoscopy; causality with the suspect device cannot be excluded and as an intervention was required; this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up received on 19-oct-2016: nca reference number ((B)(4)) was provided. The reporter stated that a ligature was done for management of complication related to essure placement (insertion failure - discrepant information from the initial case where it looks like the essure was successfully inserted). Follow up information received on 02 and 03-nov-2016 from investigator: the patient ID was updated to (B)(6). She was (B)(6) at time of the events. During phone call for follow up at 5 years, the patient mentioned she had a tubal ligation with inserts removal due to poor tolerance. During follow up after placement, the physician mentioned a doubt about placement of essure inserts and performed bilateral salpingectomy on (B)(6) 2011. Event "inserts in doubtful position and failed to assert the obstruction" was changed to "doubt about good placement of essure inserts". The event was considered serious due to medical intervention and related to the suspect devices. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-nov-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 789 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(6)). She had essure (fallopian tube occlusion insert) inserted and the physician mentioned a doubt about placement of essure inserts. She was submitted to a laparoscopy, which revealed inserts were in place. It was also reported that a ligature was performed for management of complication related to essure placement. A bilateral salpingectomy was performed. The reported event, regarded as suspicion of device dislocation, is listed according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the reported dislocation was not confirmed during laparoscopy; causality with the suspect device cannot be excluded and as an intervention was required; this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Correction (06-dec-2016) following reconciliation with study database: the events were added: procedure failure and hyperplasic endometrial polyp with weakly proliferative functional glands. On (B)(6) 2014, the patient experienced hyperplasic endometrial polyp with weakly proliferative functional glands and the investigator considered this event as unrelated to essure. Procedure failure also occurred and the investigator did not provide any assessment. Quality safety evaluation received on 19-dec-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-dec-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 885 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and the physician mentioned a doubt about placement of essure inserts. She was submitted to a laparoscopy, which revealed inserts were in place. It was also reported that a ligature was performed for management of complication related to essure placement. A bilateral salpingectomy was performed. The reported event, regarded as suspicion of device dislocation, is anticipated according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the reported dislocation was not confirmed during laparoscopy; causality with the suspect device cannot be excluded and as an intervention was required; this case was considered an incident. Additionally, non-serious events were added. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.